Event description:
End user reported that she developed red patchy burning rash under wafer about one month ago. It spread outside of wafer borders. Treated with prescription prednisone (oral) and nystop powder. Rash has cleared up.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.